Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform a failure analysis. The universal surgical manipulator (usm was analyzed and found to have no failure. The usm unit was tested on a test system with no related triggered errors during normal startup. The unit also passed all pftp-required tests with no triggered errors. The technician checked the flat flex cable (ffc) and fiber assembly connections throughout the unit no issues were found. The technician also checked the unit for fluid intrusion throughout the unit no issues were found. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
During final testing, the universal surgical manipulator (usm) was analyzed and failed axes controller, arm (aca) not found during final test. Fa performed debug test on the usm and confirmed an intermittent issue for aca not found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Isi fse powered up the system and had no issues at first. The isi fse started moving arm 2 around while clutching it. The isi fse was able to reproduce the faults and the faults included errors 1166, 40067, and 40084 all for universal surgical manipulator 2(usm). To determine whether it was the usm or the inner proximal set-up joint (suj), the isi fse swapped usm¿s 1 and 2. Once programmed and powered up in normal mode, isi fse started moving the arms again. The isi fse got the errors on arm 1 (with usm 2 on it). The isi fse put usm 1 back in its original spot and then replaced usm 2 with a new part. The isi fse programmed both usm¿s and then ran additional tests, which passed. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and failure analysis is pending. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called after the procedure to report that errors had occurred on arm 2. The system logs confirm maxis errors reported by arm 2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that a second patient side cart (psc) was bought in to complete the procedure robotically with all 4 arms. The original psc was put aside out of the operating room. No further issues. No additional information was available at the time of the call.